Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively, the patient presented with stage 1-2+ diffuse lamellar keratitis (dlk) in right (od) eye and stage 2+ (dlk) in left (os) eye. A flap lift and rinse os was performed on the same day and a second flap lift and rinse os six days later. The patient was prescribed topical steroids. The patient's preoperative best corrected visual acuity (bcva) was 20/20 od and 20/20 os. Patient's postoperative bcva is 20/20 od and 20/25 os. The patient is responding to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
An intralase field service engineer (fse) performed preventive maintenance on may 04, 2007 and the laser system met specifications and performed as intended. An intralase clinical applications specialist (cas) provided surgery support in 2007 and has been in contact with the site obtaining patient follow-up status, as well as trying to identify a potential root cause for dlk. The case and site believe that the dlk is not laser system or surgical technique related. The site believes that the inflammation was caused by unfiltered air being drawn into the room from open air ducts in the ceiling. The site has indicated the air ducts have been blocked and they have started pre-treating patients with topical steroids prior to treatment. The following month, the cas performed surgery support as follow to dlk report and there were no more issues reported.